Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to; endoprosthesis compression.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using the gore® excluder® aaa endoprostheses (rlt261218j/15283180, pxc121400j/15223715)to repair an abdominal aortic aneurysm. Any endoleak was not confirmed on final angiography. Date: unknown, a follow-up CT (computed tomography) revealed a type ia endoleak and a dissection at proximal of the rlt261218j. On (B)(6) 2016, the patient underwent re-intervention. An additional gore® excluder® component(pla260300j/15150041)was implanted for the endoleak and an entry coverage. During the procedure, CT images showed that pxc121400j was compressed. The cause of the compression was reportedly unknown; however it was reported that the compression area was extremely tortuous, and this might have caused the post-operative compression. A bare metal stent was additionally implanted within the compressed area. The compression was reportedly repaired. The patient tolerated the procedure.